Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing a right ventricular bipolar lead failure on (B)(6) 2025. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. However, it cannot be excluded that the rv lead was not fully inserted in the corresponding rv header bore and therefore not properly connected, which led to the clinical observation.

Event description:
A ventricular lead impedance abnormality was found via hm, and a loose pin was suspected in a periodic follow-up at the hospital. Since the possibility of a problem with the lead itself could not be ruled out, the device pocket was opened on (B)(6) 2025 to confirm a loose pin. The v lead came out without the fixation screw having been loosened but the insulation body of the lead also peeled off when the lead was pulled. The lead could not be retrieved and an additional v lead had to be added. It was highly likely that it was a loose pin, but ce asked the investigation of the explanted device just to be sure. The device will be returned for investigation.